Event description:
Device complication none. Time of complication post-procedure. Symptoms: pt feeling not clear, not feeling like herself starry eyed expression and blunted affect. It was reported that the pt had a left internal carotid stent placed. During procure the pt had no problems and the procedure was completed without complication. At around 1430 post-procedure, the pt reported that she did not "feel right". The study neurologist was notified and performed a full exam. The pt was taken to the cath lab for a cerebral angiogram. The CT scan. Ultrasound of carotid and angiogram were normal. The pt was discharged home the following day without incident. A consulatation report further reported that the pt is about 90 percent back to her pre-procedure baseline.